Manufacturer narrative:
Complaint conclusion -as reported, after inserting a non-cordis sheath introducer using a contralateral approach, a 132 cm. Angled elite cross was inserted with a non-cordis guide wire. However, the elite did not cross the lesion and it was confirmed that the distal tip was frayed. There was no reported patient injury, and the procedure finished successfully using another non-cordis device. The target lesion was the superficial femoral artery, and the vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 %.  The product was clinically used. A ¿frayed distal tip¿ condition was noticed during the procedure. The device was prepped per the instructions for use (IFU). The device was prepped normally. Additional investigational questions were answered as unknown.   The device was returned for analysis. There was no visible damage of the catheter. The tip was inspected under magnification and the tip was intact and not frayed as indicated in the report. A device history record (DHR) review of lot h0000150 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿brite tip/distal tip ¿ frayed/split/torn ¿ in patient¿ was not confirmed through analysis of the returned device. The cause of the event experienced by the customer could not be conclusively determined; however, procedural factors might have contributed with the cause of the failure reported by the customer. According to the IFU, ¿if damage is detected in the catheter at any time, replace with an undamaged catheter. If strong resistance is met during manipulation, determine the cause of resistance before proceeding. Torquing the catheter excessively may cause damage to the product and/or, specifically, result in possible separation along the catheter shaft.¿ neither the analysis nor the DHR suggests that the failure reported could not be related to the manufacturing process. Therefore, no corrective action will be taken at this time

Manufacturer narrative:
The device has been evaluated. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after inserting a non-cordis sheath introducer using a contralateral approach, a 132 cm. Angled elite cross was inserted with a non-cordis guide wire. However, the elite did not cross the lesion and it was confirmed that the distal tip was frayed. There was no reported patient injury, and the procedure finished successfully using another non-cordis device. The target lesion was the superficial femoral artery, and the vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 %. The product was clinically used, and it will be returned for analysis. Additional information has been received. The ¿frayed distal tip¿ was noticed during the procedure. The device was prepped per the IFU. The device was prepped normally. Additional investigational questions were answered as unknown.